Event description:
The complainant reports a balloon burst from a gastrostomy tube. Four months ago the gastrostomy tube was placed in the patient, in 2008. The balloon broke and fell out.

Manufacturer narrative:
The customer reported the device was discarded. Ross standard procedure includes attempting to obtain all required information from the source.